Event description:
The customer reported that she received excessive no delivery alarms on multiple infusion sets including the one she was currently wearing. Troubleshooting was done. Customer's recent blood glucose was 275 mg/dl. It was found during troubleshooting the insulin pump was working as designed. The customer was advised the alarm was caused by set and reservoir occlusion. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).